Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for pain and swelling after revision patient called stating he had a right knee replacement done on (B)(6) 2013. Patient was revised on (B)(6) 2019 due to tibia loosening. Stated he is experiencing pain and mild swelling around the knee after the revision surgery.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot# du74sa; tri rm/ll tib aug sz6 10mm; cat# 5546-a-602; lot# erekk2a; triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# 0072381m; tri lm/rl tib aug sz6 10mm; cat# 5546-a-601; lot# erekj9a; triathlon sym cone aug sz c; cat# 5549-a-130; lot# amnt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain and swelling involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation:the medical performed was in relation to the surgery which occurred on 13 may 2019 due to loosening. This event relates to pain and swelling following that surgery for which no medical records were provided. Product history review:indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be determined as insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for pain and swelling after revision. Patient called stating he had a right knee replacement done on (B)(6) 2013. Patient was revised on (B)(6) 2019 due to tibia loosening. Stated he is experiencing pain and mild swelling around the knee after the revision surgery.